Event description:
It was reported that glucose readings were not appearing on the ilet while readings were present on the dexcom g7 mobile app, consistent with an intermittent communication failure between the systems and involving the device¿s communication components including the antenna and related electrical/magnetic elements; readings appeared on the ilet during the call after troubleshooting and education were completed. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem characterized by intermittent communication failure traced to communication hardware, including the antenna and associated electrical or magnetic components. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.